Event description:
Note: date of event is unk. It was reported to boston scientific corporation in 2009 that a prolieve thermodilatation kit was being used for a benign prostatic hyperlasia (bph) procedure ( procedure date unk). According to the complainant during the procedure they noticed that water was coming out of the penis and an error message occured indicating the water lever was too low. When the catheter was removed, they noticed the anchoring balloon had burst. The physician completed the procedure with another of the same device with no pt complications. The pt's condition was reported as "fine"

Manufacturer narrative:
The device has been disposed of by the used facility. An evaluation cannot be performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.